Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had difficulties with bolus wizard and was not able to enter blood glucose. Customer's blood glucose was 48 mg/dl and was treated with food. It was reported that data was not being transferred from meter to insulin pump due to incorrect setting. Customer was assisted with proper insulin pump programming as caller reported that issues were user error as customer could not see very well. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was programmed with test glucose meter; the insulin pump communicated properly and recorded the 148 mg/dl value properly from glucose meter; the bolus wizard functioning properly per bolus wizard sample in the user guide. The insulin pump was received with broken belt clip slot, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, minor scratches on the display window noted and missing the end cap sticker.